Manufacturer narrative:
Updated field: b4, b5, b6, b7, d5, d9, d10, e1(initial reporter, email), e2, g2, g3, g6, h2, h3, h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave hybrid intra-aortic balloon pump (iabp), had a fiber optic sensor error on display. The unit was located in the biomed shop. No patient involvement was reported.

Event description:
It was reported that the cardiosave hybrid intra-aortic balloon pump (iabp), had a fiber optic module failure. The unit was located in the biomed shop. No patient involvement was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.